Event description:
It was reported that a pt incident occurred during a sleep study at (B)(6)) while a bi-level positive airway pressure (bipap) device was in use. The pt, a nine month old infant, subsequently died. There is no allegation at this time the device malfunctioned in a manner that could have caused or contributed to the incident during the sleep study, and it was not in use at the time of the pt death. The facility arranged for third party testing on the bipap and has indicated to the MFR that there were no operational issues found. No further info is being released by the facility or their legal representation at this time. The MFR has requested the return of the bipap for investigation. Upon completion of the MFR's investigation, a follow up report will be filed.

Event description:
Additional information was received by the manufacturer that a profile lite small child nasal mask was in use at the time of the reported event. The part number and lot number are unconfirmed. The mask that was reportedly in use was discarded after the event occurred. Information provided indicated that the event occurred due to technician error. There was no allegation by the reporting facility of mask malfunction. The medical examiner report stated the cause and manner of death are "undetermined". The profile lite small child nasal mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or hospital/institutional environments. The mask is to be used on patients 1 year or older and >7 kg for whom CPAP or bi-level therapy has been prescribed. This mask is not labeled for life support. Labeling warns the user that appropriate patient monitoring should be used as medically necessary. The manufacturer searched their complaint system and confirmed there have been no adverse events reported for the profile lite small child nasal mask. Based on available information, the manufacturer concludes that this is an isolated incident, and that user error and off-label use of the mask contributed to the event. No further action is required.

Manufacturer narrative:
The device was received by the MFR after a third party evaluation. Information provided to the MFR indicated the device functioned normally during third party testing. As received by the MFR, the device could not be tested due to a non-functional valve assembly. The malfunction of the valve assembly likely occured after the third party evaluation or during shipping. The device did alert to a failure when powered on, and logged error codes as designed. Upon replacement of the valve assembly, there were no operational issues, and the device passed all testing. The omnilab advanced is intended to provide non-invasive ventilation for pediatric patients 7 years or older > 40lbs (18.2 kg) with respiratory insufficiency or obstructive sleep apnea. It is also intended to treat adult patients > 66lbs (30kg) with respiratory insufficiency or obstructive sleep apnea caused by central and/or mixed apneas and periodic breathing. This is not a life support ventilator. Based on the information available, the MFR concludes the device did not cause or contribute to the reported death, and that off-label and/or use error occurred. The device was not in use at the time of the patient death. No further action is necessary.